Manufacturer narrative:
This report is submitted on april 11, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent revision surgery to excise skin at abutment site (date not reported).

Manufacturer narrative:
It was reported that the skin revision surgery was performed on (B)(6) 2018.